Manufacturer narrative:
The device was received for evaluation. The report of "detached from the distal part of the pressure tubing" was confirmed however tubing detachment occurred on non-edward pressure tubing. Non-edward pressure tubing was completely detached from connection with female connector. Distal pressure tubing and stand-alone stopcock of edwards pressure monitoring kit were not returned. No visible damage or inconsistency was observed from returned edwards pressure monitoring kit. As per evaluation findings, the event was found to be related with a non-edwards device. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
The product has been returned for analysis; however, evaluation has not been completed yet. Upon the completion of investigation, a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while patient mobilization in bed during use of this disposable pressure transducer, it detached from the distal part of the pressure tubing. The nurse reacted quickly, so there was a minimal blood loss from patient. The device was available for evaluation.